Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of the 6f-7f mynxgrip vascular closure device (vcd) was not properly deployed in the tissue. Hemostasis was not successfully completed despite of the proper use by the physician. The closure was done by manual compression. There was no reported patient injury. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity with no calcification or scarring at the common femoral. A retrograde approach was used. The device is expected to be returned for analysis. No other information was provided.

Manufacturer narrative:
As reported, the sealant of the 6f-7f mynxgrip vascular closure device (vcd) was not properly deployed in the tissue. Hemostasis was not successfully completed despite of the proper use by the physician. The closure was done by manual compression. There was no reported patient injury. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity with no calcification or scarring at the common femoral. A retrograde approach was used. No other information was provided. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open. The procedural sheath, sealant and the advancer tube were not returned for investigation. The shuttle cartridge was received bent, which could be due to improper packaging/shipping while returning the product. A product history record (phr) review of lot f2019203 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment ¿ partial¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Due to the condition of the returned device, a complete physical evaluation could not be performed. According to the instructions for use (IFU) which is not intended as a mitigation of risk, insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.